Event description:
N/a.

Manufacturer narrative:
Additional information received indicates that the patient was under anesthesia but was not injured. The event did not lead to increased surgery time, and the type of surgery, age and gender of the patient are unknown.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00616: a facility reported that the mayfield modified skull clamp (a1059) was impossible to lock, and that without a patient, the technician can lock it, but with the patient's head it is not possible. No patient injury or surgical delay was reported.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the unit confirmed the complaint. There is some movement in the locking mechanism and the locking mechanism need to get overhauled. The 80lb torque repair, preventive maintenance, cleaning and replacement of worn parts were performed. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the locking mechanism had some movement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.